Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. An attempt to obtain additional information regarding the status of the patient was unsuccessful. The manufacturer internal reference number is: (B)(4).

Event description:
The clinical director reported that a patient was found with central corneal haze. The patient reported halos and hazy vision in the right eye. The patients' symptoms still persist. An attempt to obtain additional information regarding the patient status was unsuccessful.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Event description:
The topical steroids were increased.